Manufacturer narrative:
Investigation is ongoing. The conclusions will be provided to the follow-up report.

Event description:
A customer representative was requested a service of a citadel plus bed to replace a damaged side support. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The device evaluation performed by the arjo representative revealed that the right head side suport was detached. The faulty part was replaced.

Manufacturer narrative:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the side rail panel was broken off the citadel plus bed. No injury nor other medical consequences were reported to arjo. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. The device evaluation performed by an arjo representative revealed the damaged safety panel. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. The circumstances in which the safety rail panel was damaged are unknown therefore the root cause cannot be confirmed. To conclude, the side rail panel was detached from the side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. It is unknown if the bed was in use by the patient when this issue occurred. Although no adverse event occurred, the complaint was decided to be reportable due to the side rail panel detachment.